Event description:
It was reported that the patient's blood glucose level rose to more than 300 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm during operation. The device investigation observed a cannula damage and fluid leakage during testing.

Manufacturer narrative:
Discoloration was observed through the top housing of the pod and corrosion was observed on the pcb, mechanism rails, and batteries. Fluid contact was observed on the commutator cap. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the data still could not be downloaded. During fluid path testing, fluid was observed to be diverted form the fluid path from a tear in the unexposed portion of the soft cannula, leading to the internal corrosion and low battery voltages. The cause to the alleged hazard alarm during operation cannot be confirmed without the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4). Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.